Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed the reported event was caused by the defect of the ccd unit. There is possibility that the inundation of ccd unit was caused by excessive stress. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the endoscopic image blacked out. After the event, olympus inspected the device at olympus service operation repair center and found a defect of charge coupled device (ccd) unit due to fluid invasion. There was no report of patient injury associated with this event.